Manufacturer narrative:
Eval done by service and repair department and reviewed by a quality engineer: per the service report, no fault was found with the returned unit when tested to (B)(4). Because no fault was found, no usability issues or out of specification conditions were identified that may be related to the customer complaint. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. Attempts to obtain the required information were made. This product was being used for treatment, not diagnosis. Neither applicable imaging films, nor medical records were returned to the manufacturer for evaluation. This device was in an "as received condition". The information reasonably suggests that a device in question has malfunctioned as defined by the FDA and a review of the complaint history indicates that this product issue has resulted in an adverse event in the past and therefore is likely to cause or contribute serious injury if this event were to recur. Without information to reasonably suggest a serious injury or medical intervention was required to preclude serious injury, we are filing this report as a product problem. The nim-neuro 2.0 is an eight-channel emg monitor for intraoperative use during surgeries in which a motor nerve is at risk due to unintentional manipulation. The nim records electromyographic (emg) activity from muscles innervated by the affected nerve. The monitor will assist early nerve identification by providing the surgeon with a tool to help locate and identify the particular nerve at risk within the surgical field. It will continuously monitor emg activity from the muscles innervated by the nerve at risk to minimize trauma by alerting the surgeon when a particular nerve has been activated. This device is intended for using in surgical procedures for patient-connected intraoperative nerve monitoring, i.e. Assisting the surgeon in locating and mapping motor nerves through the use of emg signals and electrical stimulus of nerves. This device is indicated for locating and identifying cranial and peripheral motor nerves during surgery. The use of paralyzing anesthetic agents will significantly reduce, if not completely eliminate, emg responses to direct or passive nerve stimulation. Whenever nerve paralysis is suspected, consult an anesthesiologist.

Event description:
It was reported that during a scheduled surgery the nerve monitoring system was not delivering electrical stimulation. No additional information was provided. There was no report of any patient injury or impact.